Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm during bolus delivery. The customer's blood glucose level was 329 mg/dl, which was addressed by changing the site and delivering a bolus. As the occlusion alarm had occurred in the past, and the customer has since changed the cartridge and infusion set, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.